Event description:
A complaint was received from a customer that reported some of the display segments are faded. User stated that the "units digit" is missing and a good portion of the "tens unit" is likewise missing. A request was made to return the system for evaluation. In the meatime a replacement unit was provided.